Event description:
Patient representative reported right side capsular contracture baker grade iii and "depression and anxiety related to the recall". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Clarification to d6b.: explant date has been removed as the exact date of explant has not been confirmed.

Event description:
Patient representative reported right side capsular contracture baker grade iii and "depression and anxiety related to the recall". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data.

Event description:
Patient representative reported right side capsular contracture baker grade iii and "depression and anxiety related to the recall". Device has been explanted.